Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the thing was working fine but now it doesn't seem to be working. The patient clarified they had a loss of therapeutic effect and a return of symptoms to baseline. The patient previously increased amplitude by .1v from 1.3v to 1.4v. The patient was feeling a little stimulation in the target area. The patient got a bladder infection two weeks ago and had completed their regimen of antibiotics for it. The patient had not seen the healthcare professional (hcp) yet to verify that it had been resolved. It was reviewed that bladder infections may affect the device's therapy effectiveness. No further complications were reported as a result of this event.